Event description:
The customer reported the pcu and lvp's made an unusual alarming noise and the pump shut off completely while the nurse was in attendance. The power was turned back on and the following message was displayed: "maintenance mode **not for human use** warning". The pt was receiving a continuous lasix drip, and a continuous fentanyl drip at the time of the incident. The pt awakened and was mildly agitated; the infusions were switched to a different pump without further incident. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.